Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/2/2017 in the initial report. The date returned to manufacturer was corrected to 10/30/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further review of the device investigation, it was determined that the motor power was too low. It was determined that the plastic part of the trigger aborted. The assignable root cause is being updated from improper handling to premature wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger/slider was broken and torn off on the air reamer/drill device. It was further determined that the device failed pretest for check the trigger function, check safety system, check the hose coupling, check for immediate stop, check function of forward/reverse, check for excessive noise, check for air leak, check power with test stand, min. 190 w to 260 w (watt) and check the starting behaviour at 2 bar. It was noted in the service order that the trigger was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.